Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as eczema from contact with the garment with some sores. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cortisone cream for the rash. Outcome of the rash is unknown.